Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose level was 43 mg/dl. Customer consumed carbohydrates to address bg level. Replacement pump was sent to customer to resolve the issue.